Event description:
It was reported that the customer received multiple alarms on the insulin pump, including a motor position encoder error and a motor error alarm. The customer's blood glucose was 112 mg/dl. The motor error alarm was received during basal rate insulin delivery. The customer stated that she had been near magnets at work on occasion. She was not using the sensor feature on the insulin pump and was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or verify error alarms due to the motor error alarms. No cosmetic damage noted.